Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This system was capped/removed due to the lead having intermittent loss of capture and the pacemaker reaching eri. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.